Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. The reported device was returned and evaluated against the complaint. Visual inspection confirmed the threaded tip to be fractured from the shaft. There are impact damages on the shaft and strike plate. Further analysis determined the cause of the fracture to be consistent with fast-fracture type bending overload failure. However, the reason for bending overload failure is unknown. Hence, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a initial hip arthroplasty, the threaded tip at the end of the impaction handle snapped off inside the impactor upon impaction. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.